Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reports bent over to pick something heavy a few months after implantation and then when got up started experiencing electrocution that went all the way down leg. Pt reports turned therapy off and hcp found wire was "maybe pulled or it was loose or something". Pt reports device was replaced in may. Pt reports was also experiencing some shocking while recharging end or march beginning of april. Pt reports is using the same recharger for new implant but programmer and communicator were changed.

Manufacturer narrative:
Concomitant medical products: product ID: 978a128, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 12-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.